Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up feeling badly and with really high blood glucose due to her insulin pump shutting off while she was asleep. The customer did not know what caused her device to shut off and she did not receive any low battery warnings prior to the blank display anomaly. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. The cause of the blank display anomaly remains unclear. No products were returned and a replacement battery cap was shipped to the customer to rule out any possible issues with the battery cap.